Manufacturer narrative:
We were notified that this ra lead also had low impedances of less than 200 ohms as well. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific informed: it was reported that this lead was explanted due to noise.